Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-00971 and 2134265-2016-01420. It was reported that automatic pullback failure occurred. The target lesion was located at the 1st diagonal artery. During procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. However, it was noted that the device failed to pullback when being utilized in the intravascular ultrasound (ivus) procedure. Another attempt was made to try and utilize the pullback sled by re-seating the mdu into its cup but to no avail. The procedure was completed successfully utilizing of another disposable pullback sled for motordrive in its place. There were no complications to the patient.